Event description:
It was reported that the patient was scheduled for a surgery for an unknown reason.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates that the ipg reached end of life and meets or exceeds 75% of its expected longevity.